Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient's infusion set got pulled out due to seatbelt on (B)(6) 2026. No further information available.